Event description:
The patient's spinal wound opened up. Device explant was planned for (B)(6) 2012. The patient may have an infection but it was not confirmed at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Recharger: model: 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4).

Event description:
It was confirmed that the device was explanted. The results of the culture were unknown. The patient was doing well.